Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd vps 20ga 1.1mm od 32mm l instaflash needle retraction failed needle got stuck when retracted from the pivc and and came off only after a great deal of force. Patient / hcp / user impact - blood on patients clothes.

Event description:
Needle got stuck when retracted from the pivc and came off only after a great deal of force. Patient / hcp / user impact - blood on patients clothes.

Manufacturer narrative:
As no sample and no photo were returned, further investigation cannot be performed. Visual inspection and functional test were performed per control plan during production. DHR was reviewed and no abnormality was reported. No similar quality notification was raised for the reported defect in the past 12 months. Therefore, the root cause cannot be determined. Complaint trend would be monitored, and complaint will be reopened when sample is returned.

Manufacturer narrative:
Correction supplemental for change in a code.

Event description:
Needle got stuck when retracted from the pivc and came off only after a great deal of force. Patient / hcp / user impact - blood on patients clothes.